Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13887. It was reported that when the patient presented for a follow-up in clinic, atrial lead noise and right ventricular oversensing were observed. Programming changes were made and the patient was stable following. The patient will continue to be monitored more closely.